Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6). ¿comparative retrospective study of the direct anterior and transgluteal approaches for primary total hip arthroplasty¿ international orthopaedics (sicot) (2015) 39:2309-2313. This report is number 1 of 2 mdrs filed for the same event (reference 0001822565-2017-00472).

Event description:
A patient identified in the article experienced subluxation with spontaneous reduction one month post-implantation. There has been no further information provided and the patient outcome is unknown.